Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a clock not set event was confirmed via the submitted log files. The submitted log files revealed data spanning approximately 3 days (B)(6) 2000, (B)(6) 2025 per timestamps). The pump maintained a speed within the expected range throughout the log file. At the onset of the log file, a controller_clock_corrupt alarm is active. The alarm remains active until (B)(6) 2025, 18:35:58 when the clock is resynched. There were no other notable alarms. Events leading up to the controller_clock_corrupt alarms were not captured. Pump operation was not affected. The heartmate 3 system controller (B)(6) was not returned for analysis. Provided information indicated that the initial interrogation in the hospital revealed low battery at 1:39am, no external power at 2:22am, and pump off at 4:21am. The root cause of the reported event was determined to be battery depletion per the provided information; however, a further root cause could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms (including no external power, pump off, and controller clock not set alarms), and explain how to troubleshoot the system controller. Section 3 of the IFU, ¿powering the system¿, and section 3 of the patient handbook, ¿powering the system¿, explain that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Section 3 of the IFU also states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Section 2 of the IFU, ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for the patient which captured controller clock corrupt events from the beginning of the data capture and looks like the controller clock was synced via a monitor on (B)(6) 2025 at 18:35. This type of event is indicative of the emergency backup battery (ebb) being fully depleted resulting in a pump stop. When the controller is connected back to power the timestamp defaults to "1/1/2000" and will start counting again. The initial interrogation in the hospital revealed low battery at 1:39am, no external power at 2:22am, and pump off at 4:21am.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.